Event description:
A (B)(6) male pt contacted zoll customer support to report that he had "a message to call zoll" (svc code 204). The pt was provided with a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt (B)(4) has been completed. The reported (svc code 204) has been confirmed. Upon eval the trunk cable connector was damaged. The cause for the damaged trunk cable connector cannot be positively identified but was likely the result of excessive force. No adverse event resulted from the defective electrode belt connector. The pt received a replacement electrode belt.